Event description:
Procedure: lap gastric bypass. Reportedly, the instrument misfired and surgeon oversewed part of the staple line. Susequently, 7 days post-operatively pt experienced a dehiscense on stomach pouch in a different area of the pouch. Pt returned to surgery and the surgeon over-sewed the staple line again. Pt status fine.